Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200mg/dl and the sensor glucose was 300 mg/dl at the time of the incident. The customer also experienced low blood glucose levels of 37 mg/dl and high blood glucose levels of 325 mg/dl caused by eating a banana.  The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.